Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: contact reported that the customer was "doing fine" and did not believe there was any long term damage. The customer has been using insulin injections for insulin therapy as the pump had been lost. The customer has been experiencing random high and low blood glucose levels while on insulin injections due to hormones. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 56 mg/dl (may have been lower) and the customer had a seizure. The customer was given glucagon and transported to the hospital and was admitted. The customer was treated with glucagon and intravenous fluids. The customer was discharged the next day. The contact was not sure if there was any permanent damage. The contact did not know the cause of the low bg and did not have the pump at the time of the report to do a system check.